Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge with 300 units. The customer's blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.